Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have to have #13 extracted due to gum disease.

Manufacturer narrative:
E1 customer information updated. Originally reported as unknown customer. Customer information has been updated.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.